Event description:
It was originally reported the quantity of screws that broke was unknown and the screws were discarded. The customer now reports two screws will be returned for evaluation.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screw broke when placing the plate during a procedure to remove a right frontal meningioma. It is stated the screws broke in spite of the hole being pre-drilled. There is no foreign body left in the patient. There was no consequence to the patient; only a loss of an unknown amount of time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were visually evaluated and found to be fractured. The slots in the head of the screws show signs of use but no significant damage, indicating the screws retained the blade allowing a high torque on the screws to be achieved. The screws have been fractured at the first minor diameter near the head and perpendicular to the length of the screw. The fractures are typical of an over torqued screw. There is no sign of discoloration. There are no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to excessive torque. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report & follow-up number, if follow-up, what type , device evaluated by manufacturer, additional narratives/data.